Event description:
It was reported that an underdose occurred. Three weeks after the pump was implanted, on (B)(6) 2013, the patient experienced the first withdrawal with symptoms of terrible dreams, chills, hot skin and nausea. This lasted for about 4 days and started to get better. It was thought that it was the flu, but then it came back with the same symptoms. On (B)(6) 2013, the patient started not feeling well again and experienced excessive yawning, vomiting, prickly skin and burning skin. On (B)(6) 2013, the patient went to the emergency room (ER). They did blood work to look for an infection, a scan around the catheter and an x-ray. The x-ray and a CT scan determined that the catheter was in place, not kinked and that everything ¿appeared to be fine¿. The patient left and went to his pain management healthcare provider¿s (hcp) office and by the time he got there, there was blood in his vomit. The hcp read the pump and it was okay. However, because of the blood in the patient¿s vomit, the hcp wanted the patient to go to another e.r. While the patient was in the waiting room, the patient was convulsing. The patient was admitted, given morphine and the symptoms went away. It was noted that every four hours the symptoms would come back, then every six, then every twelve hours for with intravenous morphine, and then the patient seemed fine. It was noted that it was ¿so bad¿, that the patient was hospitalized for 4 days. On (B)(6) 2013, the patient was doing well, was energetic and had a low pain level. The next day, the patient started feeling sick again. Sometime after the hospitalization, the patient was sent to the hcp¿s office. The hcp increased the pump and gave the patient a bolus, but the patient did not feel the bolus; he did not get much relief. The patient was then given a personal therapy manager (ptm). The hcp sent the patient home and the patient went back info withdrawal. The patient went back to the hcp on friday and they finally agreed to access the side port of the catheter and draw back to see if there was clear spinal fluid and ¿they didn¿t¿. The reporter did not know why the pump was not alarming and why the amount of medication was correct. The hcp could not get back any clear spinal fluid; it was too difficult and there was resistance. It was determined that the catheter was occluded. A catheter replacement was done. The hcp cut the connection to the pump and tried to draw back from the catheter without the pump, but could still not get anything. So, they opened up his back, cut the back catheter line out and left the connection in his spine because otherwise the patient would have a spinal headache. The hcp then inserted another catheter higher up and connected it to the pump. The patient went home. The pump was reset and it was noted that the patient could have a bolus every three hours. However, the patient wanted a bolus after 2½ hours. The patient experienced vomiting, shaking, sweating, yawning and was in withdrawal. The reporter hoped that the hcp would increase the pump, but he did not want the patient to get dependent on the medication. It was noted that the previous pump was ¿set to 1¿ and had no bolus and the patient was ¿just fine¿ and had no problems. On the day of this report, the patient was worse than the previous day. The patient was home but was not good. It was noted that the catheter replacement did not solve the problem. The patient was still going through withdrawal. The reporter was not convinced that the pump was working. However, pump interrogation showed no pump issues. It was noted that there was conflict between the patient and the hcp. At the time of the report, the patient was on the way to see the hcp. The hcp was prescribing withdrawal medication instead of looking for the source of the withdrawal. The patient was ¿almost suicidal¿ over this. It was noted that, if the pump had to be removed, it would make things worse. It was noted that the patient had been on the same drug for five years. It was questioned if the current morphine was a ¿bad batch¿. It was noted that the hcp would not check this. The hcp ¿won¿t even consider that any of the equipment is causing a problem¿ and ¿is not doing anything¿. At the time of this report, the patient had not yet had a refill of his new pump. On the day prior to this report, the hcp checked the pump and the drug and ¿it was where it is supposed to be¿. It was later reported that, on (B)(6) 2013, the hcp attempted a catheter access port (cap) dye study and was unable to aspirate from the cap. The patient was then taken to surgery for a catheter revision and the hcp was unable to aspirate from the sutureless connector and also from the pin connector. The hcp decided to implant a new ascenda catheter. He confirmed good cerebrospinal fluid (csf) from the new catheter and he was even able to aspirate the catheter from the cap of the pump once it was connected. Since this time, the patient still complained of withdrawal. A CT had not shown a catheter issue. On (B)(6) 2013, the hcp was going to increase the dose. It was noted that the ptm boluses only seemed to give the patient intermittent relief. There were no volume discrepancies or pump alarms. Pump logs were checked and no stalls occurred. A roller study was discussed. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4).